Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical services (ts) was consulted to review an increasing trend of shock impedance measurements that remained within normal limits, however, a previous out of range measurement was found. Ts recommended to consider increasing the upper limit for out of range measurements and continue monitoring. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.